Event description:
Boston scientific received information that, during the implant procedure, the initial contact of this right ventricular (rv) lead was with the rv myocardium. This resulted in a ventricular tachycardia episode to occur at 160 beats/minute. External defibrillation of 360 joules was administered, which brought the patient back to sinus rhythm. There were no additional adverse patient effects reported.

Manufacturer narrative:
This rv lead remains implanted, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.